Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 for a blood glucose of 698 mg/dl. It is unknown if the customer wore the device at the time of incident. Prior to the hospitalization, the customer was vomiting. The customer treated with the insulin pump; however, they were placed on an insulin drip after their hospital admission. During troubleshooting, no anomalies were noted. The device passed the displacement test. The insulin pump was not returned for analysis.